Event description:
The following info was rec'd from the site: a (B)(6) year old male pt experienced a pressure ulcer on his right index finger after having a medrad veris mr vital signs monitor pulse oximeter sensor on that finger for a 4 hour MRI procedure. The pt was seen by a dermatologist and creams were prescribed.

Manufacturer narrative:
Bayer svc visited the site and determined that the monitor was operating to spec. Four pulse oximeter sensors were returned for investigation. It is not known which one was involved in this incident. Prod analysis examined the pulse oximeter sensors, determined them to be operational and in good overall condition. The sensor has adhesive residue on the housing, indicative of tape being applied to the sensor. The veris operating manual cautions the user that: the pulse oximeter sensor may cause skin irritation and pressure necrosis. Inspect the pulse oximeter sensor site every two to four hours or per hospital protocol. Move the sensor to a different location if skin irritation is present.; attaching the probe too tightly to the skin may generate inaccurate readings (by reducing blood flow to the target area) and cause blisters on the pt's skin. (Lack of skin respiration, not heat, causes the blisters.); do not tape over the pulse oximeter sensor housing. Taping over the housing may cause injury and sensor failure due to excessive pressure. If the sensor needs to be secured, place tape over the cable, immediately behind the sensor.